Event description:
The customer contacted physio-control to report that their device had a charge-pak and attention icon present on the display. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that it would power off by itself while charging, in an attempt to defibrillate.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl11, from the analog pcb assembly.